Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the blood stop pedal of a 5 way foot pedal was loose was confirmed. The following defects were found with the device upon evaluation : screw and spring are missing, magnets are rusty, pedals are defective, foot pedal connecting cable and the protective cap at the cable were defective, sn label is unreadable, unit was not calibrated correctly. The defective connecting cable replaced along with the defective protective cap, missing material renewed, magnet adjusted, and the device was cleaned, repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the magnets. The missing components and the unreadable label are most likely due to damages caused by user mishandling of the device. Also user error may have caused the incorrect calibration of the foot pedal. However, given the information provided, we cannot discern a definitive root cause of the defective connecting cable and the protective cap. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/23/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported via mail that the blood stop pedal of a 5 way foot pedal was loose. No surgical delay or patient consequences reported.